Event description:
Customer reports 4 fiber leaks at the onset of treatment noted by blood in the dialysate lines. Estimated blood loss was 200cc. Treatment was continued with new disposables without incident. No pt or medical intervention reported.